Manufacturer narrative:
(B)(4).

Event description:
A patient who had the vns implanted on (B)(6) 2016 complained of pain and discomfort at the implant site and visited the emergency department. Patient was found to have rampant infection at both implant sites and was referred immediately to neurosurgery. Patient underwent explant of the generator and lead on (B)(6) 2016 and the explanted devices were discarded as per neurologist office. A review of device history records showed that both the lead and generator were sterilized prior to distribution.